Event description:
It was reported that the patient¿s system was (B)(6). The patient had not felt stimulation for the previous 10 years however communication was still possible with the device. The manufacturer representative performed an impedance test and saw >4,000 ohms on c2, c3, and 03. They also saw ¿???¿ impedances on 01, 12, and 23. The patient was programmed on c+, 0- and they were able to feel stimulation in the left leg but were unable to feel stimulation in any bipolar pairs. The patient had the entire system explanted and a new system was implanted on 2015-(B)(6). Following the replacement the patient was doing well.

Manufacturer narrative:
Concomitant: product ID 3888-28, lot# l51880, implanted: 1998-(B)(6), product type lead. Product ID 7495-51, serial# (B)(4), implanted: 1998-(B)(6), product type extension. Product ID 7434-e, serial# (B)(4), implanted: 1998-(B)(6), product type programmer, patient. (B)(4).